Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of over 500mg/dl and the pump does not alert for low reservoir or a dead battery. Customer treated with 2 shots. Customer's blood glucose at the time of the call was 70 mg/dl. Troubleshooting found that the pump passed the self test and vibrated during the tone test. Customer declined further high blood glucose troubleshooting and the call was transferred.